Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. During use with the balance middleweight (bmw) universal guide wire, resistance was noted during advancement and withdrawal of the non-abbott catheter. A new bmw guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported difficult to position and difficult to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.